Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 30.2 mmol/l. The customer¿s current blood glucose value was 22.8 mmol/l. The customer did experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pen or manual injection. Auto mode was active. The customer did not allege under delivery on insulin pump. No further medical complications were reported. The insulin pump will not be returned for analysis.